Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from 86 cases, which had been processed in a "factory 12 hr xylene standard" protocol. The complainant advised that half of the tissue samples were "mushy" and the remaining half of the tissue samples were "crisp". The complainant also advised that macroscopically the tissue samples involved were: "mostly crisp, retracts upon air drying in the block. Absorbs water and becomes soft. Larger tissues such as endometrial biopsies soft and absorbant (sic)" ; and that microscopically the tissue samples involved showed: "poor sections, loss of nuclear detail, loss of eosin uptake and selectivity." Further information provided by the complainant indicated that not all cases were reportable; re-biopsy was necessary for at least one case and there was a significant delay in diagnosis as determined by a pathologist. On-site assessment of the operations and function of the instrument was conducted by a leica field service engineer (fse) on 03/16/2015. The fse performed a number of system verification tests, for which all results were satisfactory. On 03/19/2015, leica biosystems received email correspondence from the complainant stating that internal investigation of the circumstances involved in the complaint had determined that the sub-optimal tissue processing reported was: "a direct result of a member of staff changing the processor incorrectly during routine maintenance. The peloris indicated that bottles 3 and 13 needed replenishing. The member of staff correctly exchanged bottle 13 with fresh xylene but instead of exchanging bottle 3 with 99 percent ethanol, 70 percent ethanol was used. I believe this would account for the badly processed tissue cassettes. This is a training issue which we can handle in-house and do not require assistance from leica." On 03/20/2015, leica biosystems received information that re-biopsy had been recommended for 11 cases if clinically indicated; that re-biopsy had not been performed for any patient(s) to date and that there was no delayed diagnosis as a consequence of the circumstances involved in this complaint. On 04/14/2015, the complainant advised that: "we are still awaiting confirmation of any re-biopsies that have been deemed necessary as a result of this issue. I will be in touch if we do receive any re-biopsies which are attributed to it."

Manufacturer narrative:
The instrument logs show that bottle 3 (ethanol) was removed from the instrument for approximately two (2) minutes at 13:15pm on march 11, 2015, which is sufficient time to complete manual replacement of the reagent; and the properties of the corresponding reagent station were reset at 13:18pm on march 11, 2015. Resetting a reagent station sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. Although the user affirmed in the instrument software that the ethanol concentration in bottle 3 (ethanol) was to be set to the default value of 100 percent, information provided by the complainant indicates that prior to commencement of the affected protocol, a user replaced the reagent in bottle 3 with 70 percent ethanol rather than 99 percent ethanol in error. The minimum required final reagent concentration for ethanol is 98 percent. The consequences of using ethanol at less than the minimum concentration required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing was a use error. Specifically, a user replaced the reagent in bottle 3 (ethanol) with 70 percent ethanol in error rather than 99 percent ethanol.